Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive and frozen on the "current status page". During troubleshooting with tandem technical support the screen was unable to be cleared. Customer's blood glucose level was 217 mg/dl. Customer has back up manual injections for continued insulin therapy.